Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was completely dead and would not turn on in any outlets. Representative tried to troubleshoot but the unit would not turn on. Per follow up via phone on (B)(6) 2023, it was reported that the customer received a replacement and will return old unit. Per additional information received via sample form on (B)(6) 2023, customer stated they as usual put purewick on ready for bed early due to trying day at doctors visit, had it on for approximately 10min. It quit working could not get it to start up again. On (B)(6) 2023, quit working. Received replaced unit on (B)(6) 2023. Customer experienced irritation of skin at sight of wick. Customer used prescribed ointment medicine.

Event description:
It was reported that the purewick urine collection system was completely dead and would not turn on in any outlets. Representative tried to troubleshoot but the unit would not turn on. Per follow up via phone on 12jul2023, it was reported that the customer received a replacement and will return old unit. Per additional information received via sample form on (B)(6) 2023, customer stated they as usual put purewick on ready for bed early due to trying day at doctors visit, had it on for approximately 10min. It quit working could not get it to start up again. On (B)(6) 2023, quit working. Received replaced unit on (B)(6) 2023. Customer experienced irritation of skin at sight of wick. Customer used prescribed ointment medicine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " agitated, combative, or uncooperative and might remove the purewicktm female external catheter". "To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal". "Discontinue use if an allergic reaction occurs". "Experiencing skin irritation or breakdown at the site". Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.